Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a b30 communication error code and no image. There was no patient involvement.

Manufacturer narrative:
B5: correction h2: correction h11: correction the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: there was a b30 communication error code and no image. A root cause could not be identified for the b30 communication error and no image. Based on the results of the investigation, it is likely the following led to the malfunctions: an electrical problem. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited [reportable event]. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: there was a b30 error code and no image. A root cause for the reported events could not be identified. Based on the results of the investigation, the most likely cause was also not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.